Event description:
Caller reported not seeing drops of insulin at the tubing's end during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Customer declined follow up from tandem technical support. No additional information was provided.